Event description:
Customer reported that the insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with cracked case at display window corners and reservoir window, cracked battery tube threads noted during visual inspection.